Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the initial volume had been 138ml, with a continuous infusion rate set at 3ml/hr. The reservoir volume had been 4.6ml, and 133.45ml had been administered. The medication remaining in the cassette had not matched the reservoir volume displayed on the pump, as the bag had been empty. No attempt had been made to withdraw the remaining medication in the reservoir to confirm 0ml remaining. The air detector had been off, while the upstream sensor had been on. The intended length of infusion had been 46 hours, but the actual length had been 42 hours. The lock level was 2. A closed system transfer device was not used to fill the cassette. The pump had not been used to prime the extension tubing; instead, a syringe had been used. The event occurred while in used with a patient at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.